Manufacturer narrative:
(B)(4). Date sent: 04/24/2023. D4: batch # 243c83. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device was not fired. In addition, a suture piece was attached to the trocar. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was dry fire five times, the device did activate on each firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has been initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 243c86, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2023. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: what were the indications for surgery? Ultra lower anterior repair. What is the lot/batch # for the cdh29p device that was used in the procedure? Why were they unable to perform the anastomosis? First instrument was interested and anvil attached to do the anastomosis but the instrument would not light up. They opened a second device to use battery from it. They inserted the battery and it still would not light up. They were unable to use another device because tissue was so thin it ripped upon exit of first device. He then had to do a hand sewn anastomosis with a colostomy bag, did the patient receive any preoperative chemotherapy or radiation? Yes chemo 9 months prior. What healthcare professional fired the device and what is his/her experience with the device? Very experienced. What other attempts were made to create the anastomosis prior to demoting to creating the ostomy? Explained above. Was the device illuminated at the time of firing? Device was not fired because it would not illuminate. Did they try another circular stapler to create the anastomosis prior to creating the ostomy? Yes. What is the current patient status? Patient is doing well and will be having ostomy takedown in a couple weeks. Additional information received: the patient¿s tissue was thin, so they were unable to use another device. The patient is doing well, and the colostomy is not permanent and will be taken down soon. The one that scrubbed in this case was tenured.

Event description:
It was reported that during a low anterior resection procedure that they went to fire the stapler and it would not fire. No other details could be provided. They opened another device. Unknown if they tried to attach it. They were not able to do an anastomosis, so they did an ostomy.

Manufacturer narrative:
(B)(4). Batch # unknown. Health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the lot/batch # for the cdh29p device that was used in the procedure? Why were they unable to perform the anastomosis? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? What other attempts were made to create the anastomosis prior to demoting to creating the ostomy? Was the device illuminated at the time of firing? Did they try another circular stapler to create the anastomosis prior to creating the ostomy? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/05/2023. Additional information was received: the day after the case staff found 2 circular staplers in the room where the procedure took place, we have no way of knowing if either of them are the stapler involved as the box lot number doesn¿t match what is on staplers. We do have the outer box from the stapler involved the lot is a9c16c. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.